Event description:
It was reported that patient had vns explanted due to pain around the generator site. The explanted device has not been received for analysis to date. No other relevant information has been received to date.